Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they went to emergency room due to diabetic keotacidosis and gastritis on (B)(6) 2020. Customer's blood glucose level was 250 mg/dl. Customer had symptoms such as fever, nausea and vomiting. Customer was treated with insulin. The insulin pump will not be returned for analysis.